Manufacturer narrative:
Device details are for another company's device (the company has since been purchased by cochlear) and unavailable at the time of this report. This report is submitted on december 4, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Additional information has been requested but has not been made avaiable as of the date of this report.